Event description:
It was reported that a patient with pain was examined. A two component mesh was explanted and it was noticed that tissue had grown into the eptfe side of the mesh.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.